Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used the cartridge for more than 72 hours. Customer continued to use cartridge for insulin therapy. There was no reported adverse impact to the customer.